Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported vaginal sensation on all four electrodes with bellows response electrodes 2<(>&<)> 3. No toe response was noted and there was decreased efficacy. Interventions includes a reprogramming of program 1 at a high level of 5.8 amps on (B)(6) 2016. There was another reprogramming where it was changed to 0 positive 2 and 3 negative at 2.6 amps on (B)(6) 2016. An entire system explant was performed on (B)(6) 2017. The patient was having significant urgency incontinence at night time. Even waking without knowing that they had urinated already. They were not feeling the device but had not changed. Imaging was performed on (B)(6) 2016 and no lead fracture or electrodes overlying left hemi sacrum. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. Based on the operative note, the patient did not receive proper stimulation. The patient reported that the only program where they felt that event in the perineum as opposed to the buttocks is program 1 at a high level of 5.8 amps. On (B)(6) 2017, the patient continues to complain of urgency, frequency, and urge incontinence despite multiple adjustments. Unfortunately since the revision, they had never felt that vaginally and had always felt it in the buttock. The event was resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was device related and the cause was not determined. The patient's relevant medical history included urgency-frequency, urinary urge incontinence, diabetes, gastro esophageal reflux disorder, raynaud's, depression, migraines, chronic obstructive pulmonary disease, bipolar disorder, and atrial hysterectomy. No further complications were reported/anticipated.

Manufacturer narrative:
Additional information received from the site confirmed the correct device information associated with the event. Device serial number (B)(4) is no longer associated with this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not due to programming. There was also a report that the location of the device was unknown. No further complications were reported/anticipated.